Event description:
It was reported that the patient's right ventricular (rv) lead exhibited post-paced t-wave oversensing. The rv lead was explanted and replaced, and the patient remained stable.

Manufacturer narrative:
D6a.